Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A ventilation/perfusion scan was performed on (B)(6) 2024 to investigate for reduced blood flow or thrombus and results were negative. Readings appear to have improved slightly but intermittent dampening is still observed.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.